Event description:
The account alleged the hi/low function is drifting.

Manufacturer narrative:
Technician support instructed the account to clean the hi/low drive brake assembly. Repairs have not been completed.